Manufacturer narrative:
The complaint sample has not been received by greatbatch for investigation, however the distributor has indicated it will be returned. When it is received, it will be evaluated and a follow-up medwatch 3500a emdr will be submitted. Distributor, (B)(4) . Foreign, event occurred in (B)(6).

Event description:
It was reported during an unknown procedure on a (B)(6) male patient that after impacting the shell, the surgeon placed the instrument back into the tray. This is when he noticed a spring had come out of the instrument. After further inspection, it was noticed that a flat headed pin had broken and this was also found in the same tray. No adverse events were reported as a result of the malfunction.

Manufacturer narrative:
The complaint sample was returned to integer for evaluation and the reported event was confirmed. The flat head pin was fractured at the threads. The threads were still in the latch mechanism. There were no weld fractures observed on the latch mechanism. There was significant wear observed on the latch mechanism as well as the spring that fits over the flat head pin. In addition, there were many signs of wear observed throughout the rest of the complaint sample as well from repeated intended use. There were a few significant gouges on the blue handle that are not consistent with intended use. A process review did not reveal any discrepancies. This device was manufactured and distributed to the distributor more than eleven (11) years. The reported event is attributed to wear. No further investigation is required.